Event description:
Customer reported she was putting a new set and she dropped the device. She then pressed the act button to rewind the device. When it was done rewinding the device kept pushing out insulin until it was out. A new battery was inserted and the rewind process was performed again. Customer blood glucose was unknown. Customer had dropped the device and when filling the tubing insulin kept squirting out and no numbers were displayed. The drive support appeared normal to the customer. Customer was unable to perform self test no the device. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.